Event description:
It was reported that the patient presented in clinic for an interrogation of the pulse generator. Interrogation showed the right ventricular (rv) lead had failed to capture. During the scheduled pulse generator change out procedure, it was discovered that the rv lead had insulation damage. A lead repair kit was used and rv lead remained implanted. The patient was in stable condition.